Event description:
It was reported that a multilink was implanted in the lad on 1/29/1998 without difficulty and with a good result. On 3/17/98 the pt passed a stress test with no problems. Following the stress test, in the parking lot of the medical office, the pt experienced chest pain and was admitted through the emergency room into the cardiac cath lab. During the angiogram it was discovered that the lad (stent) was occluded and the circumflex was occluded with thrombus. After an unsuccessful interventional attempt the pt coded and expired.